Event description:
(B)(4). Feeling bloated all the time. Cramps in my stomach feels like someone is pulling my ovaries. Irregular periods 2 weeks at a time sometimes recently got diagnosed with ms. On going migraines. Never had any problems until I had essure inserted.